Event description:
It was reported that during a laparoscopic colectomy, a blade of the device stopped suddently without cutting the tissue completely. The staples were fired through the tissue without any problem. The procedure was converted to an open procedure.